Event description:
It was reported that following pump implant/replacement patient developed pneumonia and was hospitalized for a couple days. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, (B)(4), implanted: 2011-(B)(6), explanted: unk. (B)(4).